Manufacturer narrative:
The manufacture and expiration dates have been corrected. Therefore, fields d4. Expiration date and h4. Device manufacture date have been updated. As such, the d4. Primary UDI number has been updated as well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the sleeve and the electrode. Initially, it was reported that there was high force displayed on the carto 3 system. The catheter was replaced, and the issue resolved. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 04-jul-2024, there was a reddish-brown material inside the pebax, and a separation was noted between the sleeve and the electrode. This was assessed as MDR reportable with an awareness date of 04-jul-2024.

Manufacturer narrative:
The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish-brown material inside the pebax. Screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system, and the force values were observed within specifications. A scanning electron microscope (sem) was done due to a hole that could not be visualized by the naked eye. The conclusion was that there was evidence of separation between the sleeve and the electrode. The potential cause of the separation cannot be determined as there were no mechanical damage or stress marks that were observed. A manufacturing record evaluation was performed for the finished device 31280141l number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use of the product states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was opened to investigate the separation issue further. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).